Manufacturer narrative:
Pump was set to deliver 60 ml/hr. Pump will be run for 1 hr. 40 mins with jevity rth. Calculated, delivery 100 ml. Actual 104 ml volume fed 100 ml. Pump delivered within spec with no difficulties noted during testing.

Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 60 ml/hr. One liter was delivered in 1hr and 40 minutes. Following the event, the pt had an episode of "projectile vomiting." The reporter stated the pump tubing and rate were set up correctly. Although the reporter indicated on the medwatch form that an outcome of this event was "hospitalized - initial or prolonged", the reporter also stated there was no illness, injury or medical intervention resulting from the event. One pt involved.